Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator does not recognize the paddles at times. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device does not recognize the paddles at times. The field service engineer evaluated the device onsite and it was determined that the paddle connector needed to be replaced. The fse replaced the paddle connector, conducted tests, and confirmed that the equipment is functioning properly. The device was returned to service. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddle connector. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The philips field service engineer replaced the paddle connector to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.